Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence inaccurate delivery/positioning difficulty include anatomy landmark visibility, patient pre-existing conditions such as calcification levels, compliance of native anatomy as well as procedural complications and tension applied on the delivery catheter system (dcs) during positioning. A root cause of the low implant depth could not be determined from the available information. A paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or the presence of pre-existing patient conditions. In this case, the pvl most likely resulted due to suboptimal position as the valve was implanted too deep, at approximately 10mm. Per the instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). However, a conclusive root cause of the pvl could not be established from the information available.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that approximately one year post implant of this transcatheter bioprosthetic valve, an additional transcatheter bioprosthetic valve was implanted, valve-in-valve, due to moderate paravalvular leak (pvl). The valve-in-valve replacement was successful and resolved the pvl. It was reported that the first valve was implanted at a depth of approximately 10 mm. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.